Event description:
Philips received a complaint by the customer on the v60 indicating that there was a spot where the touchscreen was not responding to touch. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was a spot on the touchscreen where it was not responding to touch. The customer ordered and replaced the touchscreen to resolve the reported issue. The customer replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.